Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, in situ measurements showed a channel in status hi since october 2017 for undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction is suspected. No trauma is reported; however it is reported that the user is prone to knocking his head. No swelling or redness was noted around the implant site. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma is reported; however it is reported that the user has a tendency for knocking his head. Reimplantation is considered.